Event description:
The customer reported to baxter (B)(4) a separated 3-way stopcock with interlink site. According to the report, a nurse found an injection site separated from an unknown becton-dickenson cannula during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction. Common device name: interlink 4 way lg bore stopcock, injection site, an actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional and pressure testing and all results were satisfactory. A batch review could not be performed as the lot number was not provided by the customer. After reviewing the results of all the tests, it was found that the set worked according to the procedure and the condition of a separated injection site was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified.

Manufacturer narrative:
(B)(4). One companion sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.